Manufacturer narrative:
(B)(4). Multiple attempts were made to obtain the sample for evaluation; however the facility refused to return the sample but were willing to allow the sales representative to visit the facility for further investigation. During the site visit, the user facility confirmed that no additional information was available and pictures of the device were taken. Visual examination of the pictures showed deformation of the internal spring catheter which was the result of excessive stress being applied to the device. As per the instruction for use, excessive force should never be applied when removing the catheter. A review of the discrepancy management system (dsms) database was unable to be performed as the lot number was reported as unknown. While we are unable to confirm the specific nature of the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. It should be noted that although the device is available for evaluation the end user is only willing to allow a company representative to observe the device under hospital staff supervision at this time.

Event description:
Per medwatch (B)(4). During removal of an epidural catheter from the lumbar spine, a portion of the distal tip broke. Approximately 5-6 cm of the distal tip was retained. Initial catheter placement was between l3 and l4. After the conclusion of the procedure, the original physician who had placed the catheter was attempting to remove it. The patient was in the same position as initial placement. During removal, the physician encountered resistance. Rather than pulling on the catheter, they attempted repositioning maneuvers to attempt to loosen, before resuming action to remove. At this point the catheter tip broke. Initially, the hospital attempted to visualize the tip using x-ray. They brought an unbroken version of the cath along and laid it in a similar position to initial placement to help guide their imaging. At this time they thought they had successfully visualized the tip, however additional ultrasounds and CT scans proved inconclusive. After consulting the company, they did not pursue additional imaging, as the company could not guarantee the cath was MRI-safe. Although the hospital believes all wire components were removed, the company asserts that some wire fragments or particles might be retained in the cath. Thus, they counter indicated MRI. The company recommends exploration as the only solution. They advise the hospital to explore back along the initial placement pathway until the device tip is encountered. They hospital advised the patient of this option, but the patient did not want exploration into their spine at this time. Because the tip could not be directly visualized, the patient was reluctant to undergo exploration. Unfortunately no labeling was saved for this particular product. The failed catheter has been retained by risk, who will maintain custody of the device. They are willing to allow company reps to observe the device under hospital staff supervision at this time.